Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that during fill tubing the pump spattered insulin and the numbers didn't appear on the screen. Customer's blood glucose was 220 mg/dl. After the customer kept pushing the act button, the customer got a compromised force sensor system alarm. Customer was asked to stop using the insulin pump and to start with multiple daily injections. Customer confirmed that the drive support cap was loose. Customer received a replacement pump.